Event description:
The customer reported that an over infusion of chemotherapy occurred. The infusion started on (B)(6) 2019 at 2150. The total volume of the bag was 544ml, and it was to be a continuous infusion at 22.8ml/hour. When the rn went to check on the bag on (B)(6) 2019, the device noted that 160ml was remaining, but there was only 60ml left in the bag. After the discrepancy was noted, the rate was decreased to continue the 24 hour infusion. The patient had subsequent infusions on (B)(6) 2019, and there were no issues. The customer would like to know if there was a user programming issue or pump issue. There was no patient harm.

Manufacturer narrative:
Bsa= 2.23m2. The customer¿s report of an overinfusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The starting/ending volume of the fluid container cannot be determined through device logs. The disposable set was not returned for investigation. The root cause of the reported overinfusion was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Devices not received, log review only.

Event description:
The customer reported that an over infusion of chemotherapy occurred. The infusion started on (B)(6) 2019 at 2150. The total volume of the bag was 544ml, and it was to be a continuous infusion at 22.8ml/hour. When the rn went to check on the bag on (B)(6) 2019, the device noted that 160ml was remaining, but there was only 60ml left in the bag. After the discrepancy was noted, the rate was decreased to continue the 24 hour infusion. The patient had subsequent infusions on (B)(6) 2019 and there were no issues. The customer would like to know if there was a user programming issue or pump issue. There was no patient harm.

Event description:
The customer reported that an over infusion of chemotherapy occurred. The infusion started on (B)(6) 2019 at 2150. The total volume of the bag was 544ml, and it was to be a continuous infusion at 22.8ml/hour. When the rn went to check on the bag on (B)(6) 2019, the device noted that 160ml was remaining, but there was only 60ml left in the bag. After the discrepancy was noted, the rate was decreased to continue the 24 hour infusion. The patient had subsequent infusions on (B)(6) 2019-(B)(6) 2019, and there were no issues. The customer would like to know if there was a user programming issue or pump issue. There was no patient harm.

Manufacturer narrative:
Correction: omit (other) in initial report. Correction: omit (catalog # 10885403810015) in follow up 1. Additional information: